Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient had high impedances on their lead and was unable to enter MRI mode. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored postoperatively.